Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had experienced an increase in seizures after experiencing a fall and was noted to have a concussion. He states his device settings were turned up after this increase in seizures, but is still having this increase in seizures. Patient had inquired if the device could be damaged in anyway after this fall. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanting facility is noted to be a no-return site; therefore no product return is expected for this device. No other relevant information has been received to date.